Event description:
It was reported that the right ventricular (rv) lead had been capped years ago due to elevated thresholds. The rv lead has now been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the distal conductor was cut, the defibrillation conductor was cut , the proximal conductor was cut, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the inner insulation was breached cut, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was apparent explant damage and the lead was stretched.